Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up appointment that right ventricular (rv) lead exhibited a sudden increase in october 2020 of noise, high out of range pacing impedance (greater than 3,000 ohms), inappropriate anti-tachycardia pacing (atp), pacing inhibition (no asystole), and one inappropriate shock therapy. Shock impedance greater than 200 ohms. The physician suspected a connection issue, programmed tachy-therapy off, and schedule the patient to come back for a lead revision procedure. Additional information was received that this right ventricular (rv) lead was surgical capped/abandoned (i.e., it remains implanted but is no longer in service), and a new lead was implanted. No adverse patient effects were reported. This lead is not expected to be returned for analysis.